Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens optic cracked and healthcare professional suggested to complete surgery without harm to patient by replacing it. Additional information has been requested but is not available at the time of this report